Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
It was reported that the patient's right reverse shoulder was revised due to dislocation of the poly insert from the glenoid component. Rep reported no further information will be available.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the x-rays & patient activity levels, as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right reverse shoulder was revised due to dislocation of the poly insert from the glenoid component. Rep reported no further information will be available. Additionally reported: all implants were replaced, with the exception of the humeral stem. Patient was unaware of her shoulder dislocating, presented to emergency room with unrelated medical issue. Dislocation was noticed on x-ray taken for this unrelated medical issue. It is unknown if the patient has been compliant. X-rays are unavailable.